Event description:
Reference number (B)(4). Event occurred in japan. It was reported that patient faced infusion set bent cannula event on (B)(6) 2026 due to which the patient faced hyperglycemia event. The patient got hospitalized on (B)(6) 2026 due to high blood glucose event. The duration of hospitalization was for more than 24 hours. The blood glucose level was 600 mg/dl and the patient was treated with concomitant use of pen-type corrective bolus measures with a corrective bolus along with intravenous drip. No further information available.

Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.